Event description:
On may-09-2018, medbloc was notified by one of its dealers in (B)(4) about an incident that took place on (B)(6) 2018. The dealer reported that the system was hit by a car while crossing the road and they needed parts for replacement. Fortunately, it does not sound she was injured. Dealer stated that he needed the front rigging and arm pads for replacement and the incident is not because of any system malfunction.